Event description:
Dexcom g6 sensor error > 3 hours, replaced this sensor. Dexcom no longer will provide a replacement for their faulty product. If they state it lasts 10 days, it should last 10 days. This sensor did not and I expect a replacement for it since insurance will only cover a 10 day prescription because of dexcom's scummy "10 day" stipulation, which is obviously false. For every sensor that lasts 10 days, I replace 9. From my data going back to 2023, my average sensor lasts 7.28 days. Hold this company accountable please! Inserted (B)(6) 2025. Activated on (B)(6) 2024.